Event description:
It was reported that the atrial lead had undefined impedance measurements and was not capturing at high output in both unipolar and bipolar pacing configuration. It was also reported that a lead polarity switch had occurred. Reprogramming was performed; the lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. There were 858 ,900 high impedance paces post lead-warning on (B)(6)-2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009 (B)(6). (B)(4).124

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.